Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 32 mg/dl. The customer stated that no significant events led up to the event, advising that she had not eaten prior to the hospitalization. The customer representative added that the sensor glucose readings experienced false readings. The customer was advised to return the infusion set for failure analysis. The most recent blood glucose reading was 100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-41812.